Manufacturer narrative:
Alleged failure: cib dana campbell asr error, overheating po# wcb. Delay: 15 min. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the software, a bug was noted where the l11 tried to read the thermistor while white light is off, causing an invalid reading. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that thermal event occurred during procedure. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that thermal event occurred during procedure. The procedure was completed successfully.